Event description:
A customer reported an unexpected negative result when testing a patient sample with capture-r ready screen 3 (crrs3) on the echo. The sample was initially tested on the echo and an anti-e was identified. A new sample was collected from the patient and resulted negative with crrs3. The customer repeated testing with crrs and obtained negative results again. The sample resulted positive with capture-r ready ID.

Manufacturer narrative:
Review of results: crrs r143, (B)(6) 2011; cell 2 is e positive. Cell 2: 1+ visually positive, pos ctrl: 4+. Crrs r143, (B)(6) 2011; cell 2 is e positive. Cell 2: negative, visually appeared positive, pos ctrl: 4+. The customer was advised per (B)(4), issued (B)(4), 2009, to perform a visual verification of negative reactions before final release of results.